Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt experienced a shocking and jolting sensation that started last week. Add'l info has been requested from the hcp, but was not available as of the date of this report.